Event description:
It was reported that a malfunction occurred with the pump after it was accidentally dropped into a sink from about one foot. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software, and the customer was instructed on using multiple daily injections (mdi) as backup therapy. The customer also received guidance on how to return the malfunctioning pump and manage the new pump settings.